Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver display was frozen. No additional event or patient information is available. No data was provided for evaluation. The receiver was returned for evaluation. An external visual inspection was performed and failed due to a cracked lcd. A receiver charge and boot was performed and failed. A functional test was performed and failed buttons testing. A receiver download was performed and passed. Confirmation of the complaint was confirmed. The probable cause was a damaged lcd.